Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The patient reported that they felt "bloated and so full that they needed to drain everything out.¿ it was determined that the patient¿s largest prescribed fill volume (lpfv) was 2900ml and their drain volume was 5092ml. The technical service representative (tsr) advised the patient to manually drain out all of the solution and complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed on the device. A visual inspection was performed with no issues noted. Upon conclusion of the investigation, the cause of the reported issue was determined to be a false empty detect and a use error with the initial drain alarm setting being inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.